Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
After further investigation, it was identified that this complaint event has been reported already under mfg report number 2249723-2024-02349. Please refer to mfg report number 2249723-2024-02349 for all information for this complaint event. Please cancel mfg report number 2249723-2024-02305 in your database.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an in house training by a getinge clinical representative for the cvor team, the cardiosave intra-aortic balloon pump (iabp) console they provided for me to demo with started alarming immediately upon turning it on. The alarm reads: power up test fails code #14. Per cvor team, this was the first time they've seen this alarm. It was removed from service and tagged for bio-med. Bio-med came to pick it up, confirmed the alarm and took it for repair. There was no patient involved.